Event description:
This complaint is now reportable based on the analysis completed on 06/22/2006. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 80% stenosed defused lesion being treated was located in the moderately calcified mid to distal right coronary artery (rca). The lesion was predilated with a 2.0x15 mm balloon. The physician tried to do angioplasty, by a radial approach, but due to calcification of the lesion, the physician swtiched to a femoral approach. A 3.50x20 mm taxus liberte drug eluting stent was place the mid rca only. After placement of the stent, the physician found it necessary to treat the distal section of the lesion. A taxus liberte 2.25x24mm taxus liberte drug eluting stent was used. However, it failed to cross the proximal stent even after several attempts. A 2.25x12mm taxus liberte drug eluting stent, was used to pass the proximal stent and was able to cross the lesion without difficulty. After implantation, another 2.5x16mm taxus liberte drug eluting stent was used to overlap with the previous one. The immediate results is satisfactory and no complication was seen. Patient status reproted as "satisfactory". However, the returned product confirmed that there was stent damage. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
An examination of the returned device found that a stent strut was lifted near the proximal end of the stent (the third row) and the distal end of the stent was pinched. All data and inspections related to these batches including cone puffing and stent crimping demonstrate conclusively that the batches are manufactured within the required design and processing specifications. No other issues were noted with the returned device. This type of damage to the stent is consistent with the stent meeting with a restriction and getting caught on a foreign object. The complaint description indicates that the problems occurred with this device when the physician attempted to cross a previously placed taxus liberte stent (3.5x20). It is not possible to determine how the first placed stent may have contributed to the complaint incident. If there was not an adequate inner luminal diameter of the first placed stent, then this would contribute to the complaint incident. One additional complaint has been received for this particular top assembly batch. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.